Event description:
It was reported the customer had a no delivery alarm. It was also found the customer had a motor position encoder error alarm. Customer also stated their insulin pump restarted itself after the alarm occurred. The customer's blood glucose was unknown. Troubleshooting was not completed because the customer had recurring motion sensor test failure alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file. The insulin pump was unable to verify alarm and no delivery alarm due to motor error alarm. The insulin pump had no alarm or reset anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.